Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Device received with broken reservoir tube lip, missing reservoir tube o-ring, keypad overlay texture damage cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack on the device. Customer's blood glucose was 7.4 mmol/l. Customer agreed to return the device for analysis.